Event description:
On 03/22/2010, pt reported, she was having higher than normal readings up as high as 300-500 mg/dl in the early evenings and then at night it was dropping very low. Pt stated, her normal blood glucose range in the morning is 79-110 mg/dl, in the afternoon is around 200 mg/dl, and in the early evening is 300-500 mg/dl. Pt reported, when her readings are elevated, she gives herself a shot in the arm for treatment. Pt stated, her blood glucose drops low at night and she starts to murmur in her sleep. Pt reported, her husband will get her orange juice and she will be able to drink it, but will not remember anything because she said, she is passed out. Pt stated, the infusion adapter was changed one time before. Advised to change adapter every 10th cartridge change. Attempted to troubleshoot; pt declined. Time on infusion device was not set correctly. Advised it was important to have the time and date set correctly so she could get the correct bolus amounts. No product return was requested.

Manufacturer narrative:
No product will be returned for eval.